Event description:
During hysteroscopy dilatation and curettage with thermochoice ablation the thermachoice blade did not turn to pump fluid and overheated. The device was removed with no harm to the patient after one minute. A second thermochoice device was used without issue. The balloon was filled with 10 ml of d5w contrast solution to maintain stable pressure above 185.